Event description:
Medtronic received a report that an artisse would not detach and a pipeline flex with shield technology stent distal section failed to open. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an unruptured, amorphous, internal carotid artery (ica) aneurysm with a max diameter of 4 mm and a 4 mm neck diameter. The landing zone arterial diameter was 3.6 mm distally and 4.8 mm proximally. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure was reported as device removed and atlas stent coil used. Artisse was deployed as first treatment option for this aneurysm. When deploying, the device pushed the catheter back out into the ica but the operator was able to push the device back into the aneurysm at an angle. Catheter going up and then down in the ica (photo included). The device sat within the aneurysm still and it was decided to detach the device. This was the second artisse used in the patient, the first had been used to treat an acom (anterior communicating) aneurysm in the same patient in the same procedure. Since the first device had just been detached, the same set up was used (21 g needle in the left deltoid and detacher isd-5-pk lot#: m00972). Attached red cable to proximal uninsulated segment of the pusher wire and the black cable to the needle. Ensured the tip of the microcatheter was pulled back to expose detachment site of artisse. Detacher had turned off since the first detachment so the detacher was turned back on and clicked again after detacher set up cycle to detach. Detacher went direct to amber. Detached the black cable and inserted a new needle in the left shoulder. Attempted detachment again and detacher went direct to amber. Removed the first needle and attempted again with a new detacher (lot#: m00972) and direct to amber. Punctured right shoulder and opened a third detacher (lot#: m00930); had about 5 seconds of detachment and went to amber, clicked again and direct to amber. Discussed removing device but when trying to recapture the microcatheter was interacting heavily with the neck of the aneurysm and the consultant was worried it could rupture the neck so wanted to try to detach again. Attempted to detach again, however, detacher again went direct to amber. Attempted to insert a mirage wire close to the detachment point and attached black cable to the wire and red to artisse detacher (new detacher opened for this with both end sterile (lot#: m00869), still went direct to amber. Removed wire and attempted a groin needle (also 21g) detacher went direct to amber. Attempted to run microcatheter over the detachment point in case clot had formed, detachment attempted again and went direct to amber. Attempted to lightly inject saline through the microcatheter to clear clot. Attempted again to detach and went straight to amber. Re-attached to right shoulder needle and attempted to click detacher multiple times back-to-back to slowly break fuse point. Clicked about 8 times all direct to amber. Compared first run to current run to see if there had been any change in the angle of the detachment point. Attempted to torque pusher wire right and left and pulled pusher wire while pushing the microcatheter. It was finally decided to try to remove the device. Attempted to recapture but when pushing microcatheter due to the acute angle the pressure caused by the catheter ended up pulling the device back and snapping the detachment point and catapulting the artisse into the ica with the headway 21 microcatheter distal past the device. Put a trevo stent retriever through the headway and stented the artisse into the side of the ica to allow continued blood flow. Decided since there were no stents that would fit through an 0.021 microcatheter and it could cause stroke or vessel rupture if the artisse was dragged out, would recapture the trevo and deploy a vantage 021 3.5mm device (lot: b735821) to pin the artisse against the neck of the aneurysm and then telescope a pipeline flex with shield technology stent (ped2) through the vantage to secure it in the proximal end. However, attempted to recapture the trevo but the artisse was tangled in the stent struts. Pulled sofia 6f catheter up the proximal end of the stent to where it was tangled with the artisse, attempted to wedge artisse into catheter and pulled the whole system back through the bmx long sheath. Did a run and no rupture of clots observed. Decided to flow divert with the ped2 mentioned above. Attempted to deploy ped2 after artisse issues. Deployed in the middle cerebral artery (mca) and attempted to do a drag and drop technique with the ped2. Started unsheathing in the mca and the distal end of the device was not opening. Attempted to recapture to push up ptfe sleeves. Had difficulty pushing sleeves up. Eventually recaptured completely and attempted deploying again. Unsheathed device and a funnel type shape occurred. Very distal end was slightly open but the remainder of braid appeared crimped. Deployed more of the braid and dragged back into the ica. Device did not open further. Loaded and unloaded device without any additional opening. Deployed more device and after about half the braid was deployed the device began to open on the proximal end however the distal end still appeared crimped with no change. Recaptured the whole device and attempted to deploy again. The device appearance did not change. The pipeline was resheathed and removed from the patient with the microcatheter. Device deployed in hub. Atlas stent coil used to complete the procedure. The pipeline was not positioned in a bend, had been resheathed more than 2 times, and there were no additional steps or other devices required to open the pipeline. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). Ancillary devices included bmx 096 sheath, 6f sofia guide catheter, headway 27 microcatheter.

Manufacturer narrative:
Continuation of d10: artisse intrasaccular device product ID: isf-050-030 (lot: b804335); artisse detachment device product ID: isd-5-pk (lot: m00972); artisse detachment device product ID: isd-5-pk (lot: m00972); artisse detachment device product ID: isd-5-pk (lot: m00930); artisse detachment device product ID: isd-5-pk (lot: m00869). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.